Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. At this time, it was checked three times for replacement however, there is no evidence that this ICD was explanted. Additional information received indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported. The ICD has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. At this time, it was checked three times for replacement however, there is no evidence that this ICD was explanted. Additional information received indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the even.t or problem field. D6b: explant date h1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.